Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer disabled," "defib disabled," and "defib fault 72" messages. User indicated after removing and re-installing the battery, the device operated normally. Complainant indicated that there was no pt involvement in the reported malfunction.